Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04796. It was reported that during the patient's ipg pocket site revision (reference reg report: 3006705815-2021-04794), the patient's leads were discovered to have migrated. In turn, the patient's leads were explanted and replaced to address the issue. Effective therapy was resumed post-operatively.